Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted u603 component on the computer/analog pca. The root cause for the physical damage to the shorted u603 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power on.